Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoirs are pushing air bubbles into the tubing. Customer stated that air bubbles were not in the reservoir when filling it but then she noticed the bubbles in the tubing. Customer stated that she warms up insulin in her hands for about 5 minutes. The customer declined troubleshooting and stated she would reach to the nurse to go through the filling process. The reservoirs would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 5 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.